Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received off no power alarm. The customer reported that they were getting too much insulin. The customer reported that the reservoir was showing less insulin than what was shown on the status screen. The customer's blood glucose was 65 mg/dl at the time of incident. The customer's blood glucose was 200 mg/dl at the time of call. The customer stated that they received a low battery alert prior to the off no power alarm. The customer stated that the battery was not previously used. The customer stated that the off no power alarm more than once in less than 24 hours after the low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for several days with no blank display anomaly noted. The pump was received with normal operating currents. No unexpected off no power or low battery alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and self tests. No unexpected low reservoir alarms were noted during testing. The pump was programmed with multiple boluses and all registered properly in the daily total history. The units left on the status screen matches the test reservoir volume. The motor functioned properly during testing. No motor anomaly was noted. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.